Event description:
The initial reporter received a questionable elecsys ca 125 ii assay result for one patient sample tested on a cobas 8000 e 801 module. The initial result was not reported outside of the laboratory. The repeat results were deemed correct. The initial result was 2 with a data flag. The repeat result from original tube sample was 68.4 u/ml. The repeat result from the original aliquot sample was 69.7 u/ml. The reagent lot number is 48834501 with an expiration date of 31-jan-2022.

Manufacturer narrative:
A general reagent problem can be excluded because the provided qc data were within specifications. The calibration trace showed that signal 1 was higher than expected and signal 2 was lower than expected. The alarm trace did not indicate an issue. The field service engineer (fse) noted that the foam detection was not enabled. He then adjusted the sample probe, performed an instrument check and a ca-125 precision test with acceptable results. He also enabled foam detection and adjusted the camera. The fse also noted that the humidity in the laboratory was 13.1%. Product labeling states that the required ambient humidity during analyzer operation is 30 - 85 %. The investigation did not identify a product problem. The cause of the event could not be determined.